Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a latch lock flex sensor. The latch lock flex sensor was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned for latch was not functional. During physical inspection, it was found that there was a latch lock flex sensor error.